Manufacturer narrative:
An electrical safety check of the angiojet ultra console was performed on (B)(4) 2014. The console passed the safety check. The angiojet solent proxi catheter that was in use during the event was discarded; therefore, no further investigation could be performed. Based on the limited information, we are unable to determine the root cause of the alleged issue. In the event that additional information is obtained, a follow-up report will be submitted. This event is considered a reportable event as the association between the angiojet device and noted event cannot be conclusively ruled out.

Event description:
A bayer medical care representative reported that a patient death had occurred two hours after successful thrombectomy treatment was performed using an angiojet solent proxi catheter and ultra console. Note: this event occurred in (B)(6) on (B)(6) 2014; however, we were not made aware of this event until (B)(6) 2014.